Manufacturer narrative:
Date of event is unknown. This report is for four (4) unknown screws. Part#, lot# and UDI # is not available. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for four (4) unknown screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally implanted with a variable angle (va) med distal tibia plate and a combination of 2.7mm metaphyseal and 2.7mm va locking screws on an unknown date. A hardware removal of a medial distal tibia plate was performed on (B)(6) 2017 due to broken screws. The original fracture was reported to have healed completely by the (B)(6) procedure. On that date, all the originally implanted devices were removed intact except for four (4) screws that were broken. It is unknown what type of screws the 4 broken screws were (either 2.7 mm metaphyseal or 2.7 mm va locking screws) and each of their shafts distally on the plate were retained within the patient¿s distal tibia. There was no reported surgical delay. No additional x-rays were required. Norian was used to back fill any voids left distally from previously placed screws. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: medial distal tibia plate (part # 02.118.006, lot # unknown, quantity 1), 2.7mm metaphyseal (part # unknown, lot # unknown, quantity unknown), 2.7 mm va locking screws (part # unknown, lot # unknown, quantity unknown). This report is for four (4) unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Updated to include x-rays. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal of a medial distal tibia plate was performed on (B)(6) 2017 due to broken screws. The patient was originally implanted with a variable angle (va) med distal tibia plate and a combination of 2.7mm metaphyseal and 2.7mm va locking screws on an unknown date. The original fracture was reported to have healed completely by the (B)(6) procedure. On that date, all the originally implanted devices were removed intact except for 4 screws that were broken upon removal. It is unknown what type of screws the 4 broken screws were (either 2.7 mm metaphyseal or 2.7 mm va locking screws) and each of their shafts distally on the plate were retained within the patient¿s distal tibia. There was no reported surgical delay. X-rays were taken; but are not available. Norian was used to back fill any voids left distally from previously placed screws. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: medial distal tibia plate (part # 02.118.006, lot # unknown, quantity 1), 2.7mm metaphyseal (part # unknown, lot # unknown, quantity unknown) and 2.7 mm va locking screws (part # unknown, lot # unknown, quantity unknown).